Manufacturer narrative:
A review of tracking and trending did not identify any trends for the complaint issue for the ict diluent list number 2p32 (used with architect c4000 to generate results). Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of ict diluent was identified.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated falsely elevated sodium and chloride results for one patient. The following information was provided: sid (B)(6): sodium initial result >200 mmol/l, repeated 189 mmol/l, repeated with another method (istat) 141 mmol/l. Chloride initial result >150 mmol/l, repeated 145 mmol/l, repeated with another method (istat) 104 mmol/l the customer believes the alternate method (istat) generated the correct result for all analytes. No impact to patient management was reported.